Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. The philips engineer checked error logs and the issue cannot be duplicated. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-rays were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.